Manufacturer narrative:
The pump has not been received. Should the pump become available for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Event description:
The hospital representative reported a fail code 550. The hospital representative did not have information regarding whether the failure occurred during patient use or biomed testing. The hospital representative stated that there have been no reports of any patient incident involving this pump since the last baxter service event.